Event description:
The ins was returned for analysis after 38.5 months of service life. The hcp reports the pt experienced a sudden loss of stimulation effect. The device was noted to have reset back to factory presets at follow-up. The device was explanted in 2006 and was returned to the MFR for analysis for suspected bond wire breakage. Following device replacement the pt received sufficient therapy.

Manufacturer narrative:
H6 - final device analysis results reveal - bond wire(s) broken. This device is part of the affected serial number range for the kinetra broken wire bond recall.